Manufacturer narrative:
The reagent was purged, and the ise calibration was successful. The customer was using expired electrodes. The product labeling states: "on-board stability after installation the electrode is stable for the following time period: 2 months or 9000 tests, whichever comes first. The electrodes should be replaced after this time period has expired." The investigation did not identify a product problem. The cause of the event was due to an off-label use, where the customer was using expired electrodes.

Event description:
We received an allegation of questionable sodium electrode results for multiple patient samples tested on a cobas 4000 c311 stand alone system. One example of discrepant results for one patient sample was provided: on (B)(6) 2026, the initial result was 174 mmol/l. The initial result was not reported because it was elevated and did not match the expected values, prompting a rerun. On (B)(6) 2026, the repeat result: 142 mmol/l. The repeat result was deemed correct, as it was within the normal values and was reported outside the laboratory.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The calibration and qc were acceptable. The field service engineer (fse) checked the ion-selective electrode (ise) sipper pipette and observed white deposits on the upper surface of the cuvettes. He also reviewed the wash water and detergent volumes for the cuvettes and observed that the naoh solution volume was higher than the wash water volume. The fse cleaned the white deposits and adjusted the naoh solution volume. He then verified the correct dispensing from the other nozzles in the washing station and performed an ise calibration with successful results. The investigation is ongoing.